Manufacturer narrative:
G4:03dec2020. B4: 04jan2021 . The unit was in clinical use; there was no patient harm. The unit was swapped out, and there was no delay in therapy. The customer reported that the touchscreen should respond over the entire screen. The unit was not responding correctly on the left side of the screen. The remote service engineer (rse) verified the left side is not responding correctly via the touchscreen diagnostics. The customer was provided with the parts ID for the touchscreen and discussed the installation per the service manual revision k. The customer added that the accept button would not work on the touchscreen; however, they could accept through the touch dial. The customer replaced the touchscreen to resolve the issue. The touchscreen passed calibration and function testing. The unit has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23nov2020.

Event description:
The customer reported the touchscreen should respond over the entire screen. This unit is not responding correctly on the left side. The remote service engineer (rse) verified the left side not responding correctly via the touchscreen diagnostics. The (rse) provided parts ID for the touchscreen and discussed installation per revision k service manual. The unit was in clinical use, but there was no patient harm.